Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v786287, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was stated that a patient's therapy 'hurt very badly.' It was stated that the doctor said 'it could be too close to the nerve.' The patient was going to follow up with her doctor and she turned the device off until then. Approximately five weeks later it was reported that that patient went to the doctor about two weeks prior. It was state that the doctor 'fixed it.' It was reported that the patient had urgency issues over the past week. It was stated that the patient had surgery and 'they messed it all up' and the patient was 'getting stimulation on the wrong nerve.' The patient was on program 1 at 2.6 v and increased to 5.5v. The patient went up to 5.9v which was too much and the patient was shocked. The patient turned the programmer down to 5.1v. Further information has been requested. If more information becomes available, a follow up report will be sent.